Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. (B)(4).

Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using a proglide device after a percutaneous transluminal angioplasty using a 6f sheath. Reportedly, the lever of the proglide device was closed before removal attempt but the foot did not fully close. The device almost broke into two pieces at the transition from the distal guide to the foot before removal but was still held together. The device was removed against some resistance. Damage to a previously placed surgical patch at the access site was noted and a vascular surgeon was called in to suture it. Hemostasis was achieved via surgical suturing. There was a reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Visual inspections were performed on the returned device. The reported guide break was confirmed. The difficulty to close the foot could not be confirmed due to the device condition. The reported difficulty to remove the could not be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Reportedly, force was applied to remove the device. It should be noted that the electronic perclose prostyle instructions for use (IFU), states: do not apply excessive force to the lever when returning the foot to its original position down to the body of the device. In this case, it is unknown if the reported IFU violation contributed to the reported difficulties. The patient effect of tissue injury is listed in the proglide IFU as a potential adverse event associated with use of the suture mediated closure devices. The investigation determined the reported difficulties, patient effect and subsequent treatment appear to be related to challenging anatomical conditions. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. D4 the lot n\umber updated from "2022241" to "1070441".